Manufacturer narrative:
Follow-up # 1 - device evaluation.the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate high comparisons performed on her onetouch verioiq meter compared to other meters. The complaint was classified based on the original customer care advocate (cca) documentation as it was not possible to contact the patient with follow-up questions. The patient alleged that the meter started reading inaccurately compared to other meters on (B)(6) 2015, when she obtained alleged inaccurately high blood glucose results of ¿451, 258 and 160 mg/dl¿ on the subject meter, and ¿157 mg/dl¿ on a reli-on and ¿150 mg/dl¿ on a onetouch ultralink meter, respectively. The comparisons were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin pump therapy. She reported that on (B)(6) 2015 at 5:00pm, she increased her insulin dose based on the results she obtained. She reported that ¿two hours¿ after the start of the alleged issue, she ¿went into a low¿. She denied receiving any treatment for her symptom. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, she had used an approved sample site and the correct testing technique. Her test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips, and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor did she receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged inaccuracy issue remained unresolved at the time of troubleshoot

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.